Manufacturer narrative:
The field service engineer looked into the issue and found that one of the cables was mislabeled from the installation. The connections were corrected, to resolve the issue. Based on the information available and the testing conducted, the cause of the reported problem was cables that were connected incorrectly. The reported problem was confirmed. The device was operational after repairs were completed. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required.

Event description:
Philips received a complaint on the patient information center ix indicating that on a newly installed system, they were able to see the alarm, but it could not be heard. The device was in use on patient at time of event, there was no adverse event reported.